Manufacturer narrative:
Device evaluation: b5, d9, g6, h2, h3, h6, h11. H3: findings/root cause: the device was not returned for evaluation; however, a log file review shows that a gas path test was performed, and no leak was noticed with the safety valve or dosing valve. The customer's reported issue was able to be confirmed.

Event description:
Investigation was completed; however, no product was returned for investigation.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: g4 PMA/510(k) - the device is a similar device marketed in foreign countries and is not marketed under the 510k h3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient harm reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the pressure tubing was detached while the patient was being moved. Afterwards, when the tubing was reconnected to the outlet, a technical error 389 occurred. No patient harm was reported.